Event description:
It was reported the reported the device was at elective replacement indicator status and had a charge circuit timeout. The device remains in use and a replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Performance evaluation for (B)(4): the actual device was not received for evaluation. The manufacturer did receive performance data collected from the device and the data was analyzed. The patient alert for charge circuit timeout occurred on (B)(4) 2011. There was also a patient alert for long charge time greater than 30 seconds on (B)(4) 2011. Battery depletion was indicated. The time of elective replacement indicator (eri) occurred on (B)(4) 2011 with the device eri less than or equal to 2.62 volts.